Manufacturer narrative:
H3: product analysis: evaluation determined that detached distal bearings. The likely cause of failure is identified as inadequate p reventive maintenance. It was also noted that laser markings and color codings are faded and tube got stuck/sticking. B3: date of event notification: 19th sep 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint and on evaluation due to detached bearings.